Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. The pt was unable to receive adequate coverage the following day. This may have been due to the lead being pulled when the pt dropped her trial stimulator. The pt also experienced uncomfortable rib and leg stimulation. In turn, the pt's lead was removed on (B)(6) 2013.